Event description:
It was reported that the tip of the torx driver was broken while tightening the domino connector. The broken piece was retrieved from the patient. No patient complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for eval. Unable to determine cause of the event.